Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting pharmacy due to meter "no longer registering correctly." Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note 1: manufacturer contacted patient in a follow-up e-mail on 05-dec-2024 to ensure the to ensure the initial concern is resolved - patient responded via e-mail and confirmed that she had spoken with the pharmacy regarding the product not working and provided address for replacement. Replacement product sent to patient. Note 2: this complaint event took place outside of the united states (australia).

Event description:
Patient reported complaint the true metrix go meter was "no longer registering correctly." Complaint was reported via e-mail ¿ no adverse event was reported. Patient stated that she had spoken with the pharmacist regarding the issue and had been advised to contact the manufacturer for a replacement product. Test strip lot information was not provided. Manufacturer was unable to the contact the patient in order to provide assistance and obtain additional information regarding the initial complaint; no further information was able to be obtained.